Event description:
Sorin group (B)(4) received a report that when the knob is turned, an error code is displayed. The pump does not function. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This MDR is being submitted on behalf of the device manufacturer -sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. Sorin group (B)(4) has completed their eval. The pump was mechanically damaged. The housing and the occlusion sustained damages as well. The unit was repaired and then returned to the facility.